Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen was unresponsive. The customer could not interact with the pump. Customer's blood glucose level was not impacted as customer has not yet started using the pump for insulin therapy. The customer reported manual injections would be used for insulin therapy.